Manufacturer narrative:
The pod device was returned with evidence of blood on the adhesive pad and within the exposed portion of the soft cannula. No evidence of any damages or manufacturing defects were found that would have caused bleeding or bruising at the infusion site. The cause to the reported bleeding/ bruising could not be determined no damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported skin irritation. The exact cause of the reported skin irritation could not be determined. Investigation results found that the exposed portion of the soft cannula was damaged, resulting in a fluid leak. The timing and cause of the external cannula damage could not be determined. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: tp1a.220624.014.a716vsqs9gxb1. Smartphone hardware: sm-a716v. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient successfully activated a new pod. The device was originally reported for bleeding and redness on the site.